Manufacturer narrative:
(B)(6). Initial reporter - the article was written by schuyler j halverson, mihir j desai and donald h lee. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Halverson et al. "Clinical outcomes of biomet explor modular radial head arthroplasty system" 37:853-858. Pg. 1-33. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-02373.

Event description:
It was reported in a journal article that the patient experienced mild elbow and wrist pain approximately 38 months post-implantation of a right radial head arthroplasty. No further information is available.